Event description:
During the case the doctor noted metal shavings, was unable to remove all of them from the patient; at this point unsure of complications.

Manufacturer narrative:
No product has been received for evaluation.(B)(4)